Event description:
It was reported the device displayed error lec 1861 during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found missing top and bottom rear labels. There was evidence of the reported problem (error) recorded in the event history log. The customer reported problem pump error, was duplicated on the pump display during investigation. An inoperable motor was found to be the cause of the reported problem. Thus, it was recommended that the defective motor be replaced as corrective action. The root cause of reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.